Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have a completely broken blade from the base. A piece approximately 0.5985" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace broke at the beginning of the procedure. It was alleged a fragment had fallen into the patient and retrieved during the same procedure.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.